Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that low, in range, pacing lead impedance, high capture threshold and low ventricular sensed amplitudes were observed on the rv lead due to lead malfunction. The lead was explanted and replaced. The procedure was finished with no complication.

Manufacturer narrative:
Additional information: a partial lead with the connector pin measuring 7.2 cm and distal tip measuring 24.9 cm were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the patient was short of breath before the explant procedure. The symptom was resolved after the device system was implanted.